Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported that it was unknown if the procedure was due to a problem with the device or therapy. The patient's device was reported to be currently "non-functional." It was reported that the implantable neurostimulator (ins) was dead. It was reviewed the concerns doing an MRI without being able to communicate with the device. The manufacturer representative (rep) indicated that they were not aware at the time what makes the ins "nonfunctioning" but if it was an overdischarge, the next steps were discussed. It was reported that the patient did not experience actual symptoms. The symptoms were referring to the ins being "nonfunctional" and the ins was dead. It was reported by the rep that the patient wanted the device explanted with no additional details. Relevant medical history includes other chronic/intract pain (trunk/limbs) and spinal pain.